Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital with an infection due to pocket erosion and was found to have vegetation on the leads. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted and replaced. There were no patient consequences.